Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 50 mg/dl at the time of the incident. The customer was at 175 mg/dl at the time of the call. The customer reported that their meter was giving them incorrect readings. It read 465 mg/dl and the customer gave 12 units and went low. The customer was given soda, oral glucose, and intravenous glucose to treat. The customer experienced symptoms such as sweating, disorientation, confusion, and loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will contact the meter manufacturer about the malfunction. The insulin pump will not be returned for analysis.